Event description:
It was reported that during preparation of the device for a cardiopulmonary bypass procedure, the back-up sys battery was not fully charging. The battery charging gauge would only go as far as yellow. As a result, an alternate device was employed. The surgical procedure was completed successfully, and there were no delays, no blood loss or no adverse consequences to the pt.

Manufacturer narrative:
This complaint was confirmed by the field svc rep (fsr). The fsr verified the suspect battery voltage and the charge light emitting diode (led) indicator illuminated yellow. The fsr replaced the battery and the unit performed to MFR's specs. The suspect battery will be returned for further eval. Investigation in process, but not yet completed.